Manufacturer narrative:
Date of the event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient's s1 lead migrated, which was confirmed by x-ray. The patient falls regularly due to drop foot. Surgical intervention took place in which the lead was explanted and replaced to address the issue. Therapy was restored.